Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The carbide insert on the fixed jaw is missing. The surface shows wetting with brazing alloy. A flattening can be seen on the convex side of the jaw, which indicates a force effect, as this cannot occur during the manufacturing process. The carbide insert was probably blown off by a blow. Based on the solder distribution, it can be assumed that the soldering was carried out properly. The oxidation on the soldered joint indicates damage that may have existed for some time and was not noticed immediately. The event is filed under internal karl storz complaint ID (B)(6).

Event description:
It was reported that after a laparoscopic ileostomy surgery, scrub nurse discover that the serrated plate at one side of the jaw has been missing. User was concerned that the missing plate might be left in the patient's body. This has been checked afterwards via x-ray, but the missing plate has not been found.